Manufacturer narrative:
H6: investigation summary: the customer reported a disconnection, and returned one used 2426-0007 sample. The sample verifies the report and was separated at the upper fitment in the silicon. The silicon had evidence of the ring retainer, and the tubing passed dimensional testing. The root cause is traced to the user. Device history record review for model 2426-0007 lot number 22065094 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 03jun2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing disconnected and leaked during use. The following information was provided by the initial reporter: "tubing came disconnected at the junction where the "silicone" segment meets the tubing"

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing disconnected and leaked during use. The following information was provided by the initial reporter: "tubing came disconnected at the junction where the slicone segment meets the tubing".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.